Event description:
It was reported that during a procedure there was rubbing of the cannula during rotation which left a deposit in the articulation of the patient. There is no report of a delay in surgery or any potential adverse consequences to the patient. This was the second surgery of the week with the same incident details. The customer advised they have eleven additional units of the same lot number that they wish to return to stryker.

Manufacturer narrative:
Upon receipt of the device a tooth was found to be missing rather than flaking. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure there was rubbing of the cannula during rotation which left a deposit in the articulation of the patient. There is no report of a delay in surgery or any potential adverse consequences to the patient. This was the second surgery of the week with the same incident details. The customer advised they have eleven additional units of the same lot number that they wish to return to stryker.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon device inspection it could be observed that the tip of the cutter was somewhat bent and a tooth was partially missing. There were scratches and marks around the housing window. The device history record (DHR) was reviewed for lot number 12354ce2. There were no discrepancies observed that could contribute to the reported condition. Most likely root causes can be associated but not limited to: friction due to cutter assembly and housing assembly interaction; poor suction; excessive force applied by user during use and/or shaver blade comes in contact with a metal object (i.e. Scope). However, based on the wear marks observed, the most likely root cause is friction due to the cutter assembly and housing assembly interaction. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.